Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the contact pins appear to be burnt (discolored), disconnecting sleeve did not retract properly to secure attachment and the device continued running when hand switch was released. Therefore, the reported condition was confirmed. It was further determined that the internal components were corroded which was determined to have caused damaged to components during disassembly. The assignable root cause was determined to be due to improper care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported that during a general check-up, it was observed that the electric pen drive device and hand switch device ran when not engaged while in use with two attachment devices that were not locking burr devices. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.